Event description:
This automated cbc unit fails to read the tests 15% of the time. This was said to be better, more accurate and less expensive than the manual qbc unit. The test tubes are malfunctioning during the test.